Manufacturer narrative:
Since the product was not returned for analysis, no product failure analysis can be conducted and no determination of possible contributing factors could be made. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacture reference no: (B)(4).

Event description:
It was reported that a male patient underwent paroxysmal atrial fibrillation (afib) ablation procedure with a decanav electrophysiology catheter and suffered cardiac tamponade requiring pericardiocentesis. During an afib procedure at the conclusion of pulmonary vein isolation, a pericardial effusion was diagnosed via (ice) intracardiac electrocardiogram. A pericardiocentesis was performed by the physician to remove 500ml of fluid. The caller reported that the physician stated that the decanav catheter was the cause. The patient was stable at the time of the call and was transferred to the intensive care unit (ICU) for observation. The patient was observed for two days and had recovered. The event occurred during the use of biosense webster inc. (Bwi) products. Transseptal was performed with baylis transseptal needle. Ablation was performed prior to discovery of the effusion. There was no evidence of steam pop. The flow settings on an irrigated catheter (unspecified) was 2ml. There were no error messages on biosense webster equipment. Graph, dashboard and visitag features were used for force visualization. Visitag parameters were 3mm, 3 seconds, 25%, 3 grams with time for coloring.

Manufacturer narrative:
It was reported that a male patient underwent paroxysmal atrial fibrillation (afib) ablation procedure with a decanav electrophysiology catheter and suffered cardiac tamponade requiring pericardiocentesis. The biosense webster inc. Product analysis lab received the device for evaluation. The investigational analysis completed (B)(6)2020 . The device was visually inspected and it was found in good conditions. The magnetic and electrical features were tested and no issues were observed. In addition, the catheter was deflecting correctly. No malfunctions were observed during the product analysis. A manufacturing record evaluation was performed and no internal actions were identified. The catheter passed all specifications. The root cause of the adverse event remains unknown. The instructions for use state that careful catheter manipulation must be performed to avoid cardiac damage, perforation, or tamponade. Manufacture reference no: (B)(4).